Event description:
It was reported that the field representative requested technical services (ts) review of an stored ventricular episode recorded on this cardiac resynchronization therapy defibrillator (crt-d) to assess whether the rhythm was atrial in origin or ventricular tachycardia (vt). Ts reviewed the device data and noted a stable tachycardia with a rate of approximately 214 beats per minute (bpm). The morphology of the shock right ventricular (rv) electrogram matched the presenting rhythm, suggesting an atrial origin. The episode resulted in therapy delivery, including three anti-tachycardia pacing (atp) attempts and two 41 j shocks and ts could not rule out the episode was an atrial arrythmia. Ts discussed reprogramming options and to further evaluate. No additional adverse patient effects were reported. This crt-d remains in service.